Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad unresponsive button error alarm after exposed to the moisture. Customer stated insulin pump was exposed to moisture and they had gotten a stuck button error alarm. Customer stated they had a lock symbol on the screen after changing the battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring is black. Customer returned insulin pump for an alleged stuck button alarm and moisture damage found on (B)(6) 2021. The insulin pump passed the displacement test and self test. All buttons function properly. Insulin pump was cut open to perform visual inspection and found moisture damage to the keypad assembly, - electrical board 1 and - electrical board 2. The connector on - electrical board 1 was locked properly during visual inspection. A stuck key alarm found in the history files and traces on (B)(6) 2021. Insulin pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, serial number label missing, end cap address label missing, moisture damage and minor scratches on lcd window. In summary, customers alleged stuck button alarm was not confirmed as well as keypad unresponsive not confirmed. However, moisture damage was found on the keypad assembly, - electrical board 1 and - electrical board 2. Insulin pump passed keypad voltage test, self test and displacement test. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged stuck button alarm and moisture damage found on (B)(6) 2021. The pump passed the displacement test and self test. All buttons function properly. Pump was cut open to perform visual inspection and found moisture damage to the keypad assembly, pcba 1 and pcba 2. The j1 connector on pcba 1 was locked properly during visual inspection. A stuck key alarm found in the history files/traces on (B)(6) 2021. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, serial number label missing, end cap address label missing, moisture damage and minor scratches on lcd window. In summary, customers alleged stuck button alarm was not confirmed as well as keypad unresponsive not confirmed. However, moisture damage was found on the keypad assembly, pcba 1 and pcba 2. Pump passed keypad voltage test, self test and displacement test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.